Event description:
It was reported that mild resistance was encountered during advancement of the xience prime stent delivery system (sds) into the guideliner. The sds was unable to cross the predilated target lesion in the heavily tortuous and calcified left circumflex coronary artery (lcx) due to the anatomy. After removal of the sds from the anatomy, the proximal shaft of the xience prime was noted to be separated outside the body. Another xience prime was used to complete the procedure without further incident. The physician reported that the lesion morphology was too severe. There were no adverse patient effects and no clinically significant delay in the procedure. The patient outcome was reportedly satisfactory. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported resistance with the guideliner and failure to advance could not be replicated as the returned device was not returned in a condition in which the test could be performed and these events are based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.